Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. A taxus liberte 16x2.5mm stent delivery system was advanced but unable to cross the lesion in an unspecified location. The device was removed and it was noted that the stent edge was flared. The procedure was completed with a different device. There were no patient complications and the patient's current condition is listed as "good".

Manufacturer narrative:
(B)(4)- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)